Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the device "has gone off a few times." Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device and lead remain in use. No further patient complications have been reported as a result of this event.